Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.

Manufacturer narrative:
The recipient is reportedly using the device. The recipient is being treated with antibiotics for an ongoing mastoid infection. The infection is confirmed to not be caused by the device.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent wound debridement. The bacterial culture results revealed that the infections were results of middle ear and mastoid infections; therefore, the recipient was treated with a different antibiotic (type unknown). The implant electrode is currently exposed. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's electrode continues to extrude through the skin. Explant surgery is under consideration.

Manufacturer narrative:
The recipient's implant site reportedly looks healed, however, the electrode remains exposed. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The initial surgery to remove the infection was (B)(6) 2015. The recipient is reportedly no longer taking antibiotics. The infection source was determined to be the middle ear. The recipient is utilizing the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient underwent tissue revision surgery on (B)(6) 2016. The recipient continues on antibiotics. The implant site reportedly looks good.

Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed a mastoid infection and underwent surgery to remove the infection. The electrode is extruding through the skin. The recipient was prescribed antibiotics( type unknown). The recipient is being monitored. Advanced bionics is in the process of gathering more information, once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly underwent surgery on (B)(6) 2015 to reinsert the electrodes and close the exposure. On (B)(6) 2015, the recipient experienced implant site exposure. The recipient is being treated with antibiotics. Explant surgery is under consideration.